Manufacturer narrative:
This report is filed, june 8, 2016. The implanted device remains.

Event description:
Per the clinic, the patient had a procedure (date not reported) to excise the excess tissue around the abutment site; during the same procedure topical antibiotics were applied to the site and the abutment was exchanged. The implanted device remains.